Manufacturer narrative:
Voluntary medwatch MDR report #: mw5145410

Event description:
Voluntary medwatch form received notes that a patient presented with noise and undersensing on the atrial lead. No adverse patient effects were reported.